Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 9397016. B3: estimated date.

Event description:
According to the available information the catheter blocked the urinary flow resulting in urine retention and a catheter change.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 9397016. A similar case study was performed based on same item number hi6616xx, same defect over last four year, no similar cases was found. Unfortunately no sample is available from the customer and we cannot go further than the documentary investigation which didn't reveal any issue during manufacturing. Checking quality database revealed no anomaly in connection with the described problem. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information the catheter blocked the urinary flow resulting in urine retention and a catheter change.